Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one day after the implant of this transcatheter bioprosthetic valve ((B)(4)), an echocardiogram indicated moderate paravalvular leak (pvl). Ten months post implant, a paravalvular leak (pvl) leak closure was performed due to severe pvl. Post closure, the pvl improved to mild. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: during the implant procedure it was decided to use the 29mm, however, this resulted in severe paravalvular leak (pvl). Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, valve sizing, or presence of pre-existing patient conditions. In this event, the most likely cause was due to the valve being too small. Review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the native aortic valve was a bicuspid valve and sizing was performed from the computerized tomography (CT) scan. A 34 millimeter (mm) valve was suggested, however, a 29 mm was implanted with subsequent severe paravalvular leak (pvl). No additional adverse patient effects were reported. Additional (B)(4). If information is provided in the future, a supplemental report will be issued.